Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the ipg lost stimulation and communication functionality. The ipg was explanted and replaced on (B)(6) 2010. Follow up on the pt found no further issues reported. The explanted ipg was returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As received the ipg would not charge. It appears that one wire of the antenna coil was not soldered to the pcb. This wire was reattached and the ipg passed functional testing. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.